Event description:
It was reported that "when the user attempted to remove the swg after insertion of the catheter, it got stuck in the balloon lumen and could not be removed. Therefore, the user removed the swg together with the catheter and replaced with a new kit to complete the procedure. No injury to the patient occurred". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "attempted to remove the swg after insertion of the catheter, it got stuck in the balloon lumen" is confirmed. Upon return, the guidewire inserted within the intra-aortic balloon catheter (iabc) was unraveled. The guidewire was removed and continued to unravel. The central lumen was noted with bends and resistance was noted upon loading a lab inventory guidewire, but the guidewire did completely advance through the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen and unraveled guidewire. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the user attempted to remove the swg after insertion of the catheter, it got stuck in the balloon lumen and could not be removed. Therefore, the user removed the swg together with the catheter and replaced with a new kit to complete the procedure. No injury to the patient occurred". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "when the user attempted to remove the swg after insertion of the catheter, it got stuck in the balloon lumen and could not be removed. Therefore, the user removed the swg together with the catheter and replaced with a new kit to complete the procedure. No injury to the patient occurred". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.